Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that "patient felt dizzy and almost passed out". It is also reported that sensing is not consistent during ventricular pacing. The device remains in use. No further patient complications have been reported as a result of this event.